Manufacturer narrative:
Evaluation summary: the sample was not returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. The root cause cannot be determined. There have been no other similar complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A health care professional reported that following a glaucoma filtration device (gfd) implant procedure, there was no drainage. The intraocular pressure was unsustainable. There was no filtration from under the scleral flap. The patient was hospitalized. The gfd was explanted and a trabeculectomy was performed. A metal bulge was allegedly found in the gfd's canal. The event resolved. Additional information has been requested.